Event description:
It was reported that a malfunction occurred with the pump, potentially due to it being under a heating pad while the patient slept. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.